Event description:
Valve worked according to MFR's specifications. However, pt developed an abcess at the site of the implant. Pt was subsequently tested for infection, but none was present.

Manufacturer narrative:
The original report was for a strata ii valve, however, a 9 cm piece of a ventricular catheter was returned for evaluation. There was red proteinaceous debris on the interior and exterior of the catheter. There were no noted cuts/tears or occlusions. No other noted anomalies were found. The possible relationship to the reported event and product is unknown. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.